Event description:
It was reported to resmed (B)(4) that a patient suffered cardiac arrest in a convalescent center. The patient received CPR from the staff immediately and was brought by ambulance to the hospital, however, the patient did not regain consciousness and died in hospital. Per the reporter, the patient death has been ascribed to the severity of his medical condition (adhf: acute decompensated heart failure) and advanced age. MFR#: (B)(4)